Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that they "reduced #" to resolve their bladder pressure. It was stated that this did not resolve the issue and the patient has had their 4th uti since the stimulator was inserted.

Event description:
The consumer reported she suddenly felt pressure in the bladder on the day of the call ((B)(6) 2016). It felt like she had to go to the bathroom and even after she went to the bathroom, she continued to feel the pressure. It was noted the feeling of pressure in the bladder was new. No trauma/falls were reported that could be related to the issue. The patient was on program 2 at 0.9. She was going to increase stimulation to see if the pressure feeling would go away. If the issue was not resolved, she was going to try to increase and see if it would relieve the pressure. The patient was aware that stimulation should never be uncomfortable. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.